Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has buzzing feelings with their implantable pulse generator (ipg). It was further reported that the patient had "problems" with their ipg. The ipg remains in use. No further patient complications have been reported as a result of this event.